Event description:
It was reported that during routine follow up, this pacemaker device was found to be in safety mode. A device replacement procedure was performed. The device was successfully removed and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that during routine follow up, this pacemaker device was found to be in safety mode. A device replacement procedure was performed. The device was successfully removed and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device could not be interrogated in the laboratory setting but review of stored latitude data confirmed a temporary error with the device's random access memory (ram). The device case was opened and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed.